Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver screen became frozen. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was attempted on the receiver and was unable to communicate with the global communication tool. The complaint of a frozen screen display could not be confirmed. The root cause could not be determined.